Manufacturer narrative:
The sp camera sheath has not been returned for evaluation. Therefore, the failure analysis of the product related to the complaint cannot be performed. An log review confirmed the urology procedure was performed on 27-may-2022 via system sp0024. This complaint is considered a reportable event due to the following conclusion: it was reported that fragments from the sp camera sheaths were flaking off inside the patient during a da vinci assisted procedure due to excessive rubbing with the clamp of the access port. The fragments were not retrieved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was not able to remove the sp camera instrument from the sterile adapter. The single port (sp) instrument sheaths and sp camera sheath were damaged during surgery from rubbing on the clamp of the access port due to a small incision (incision 3cm port placed between asis and the 12th rib), and pieces of the sheaths were flaking off into the patient. Therefore, the customer changed sheaths mid-case with minor surgery delay. The surgeon was also getting ¿instrument not moving as expected errors¿ on instruments due to excessive rubbing of shafts on access port clamp. The surgeon complained about the camera horizon indicator not actually showing them where the ground was. The surgeon also wanted more articulation in the camera or a 15 degree angled scope tip. During above cases the camera also retracted tissue up so when the camera was removed they could not reinsert it into the body with guided tool change. There was a concern that if the surgeon immersed the camera into bleeding and the camera needed to be cleaned ¿ there would be no way to reinsert the camera past the incision and the instruments would be left stuck in the body. There was also a report that the needle punctured the other instrument sheath when suturing. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: the clinical development engineer mentioned that they had spoken to the surgeon extensively and all the following information was directly from the surgeon. The event was confirmed to have taken place on 02-jun-2022 during a retroperitoneal ureteral implant procedure. The fragments that fell into the patient in this event were super small and the surgeon mentioned that the pieces were flakes. When the camera was pulled back, the instrument sheath flakes could be visible but were too small to retrieve. They were unsure whether the instrument/instrument sheaths were inspected prior to use. The flaking of the instrument sheath was noted to be happening throughout the surgery. This was due to the sheaths rubbing a lot with the access port clamp during the dissection of the ureter over time. There was no patient injury. Patient demographic information was not available. The sp camera instrument sheath had been in use for 1 hour and 40 minutes before particulate was observed in the patient. The flaking of the instrument sheath occurred during dissection of the ureter. The surgeon mentioned that they thought the instruments were rubbing the clamp ring of the small access port. The instruments were not removed from the entry guide of the access port prior to identifying the particulate of the sheath in the patient during the procedure. When the instrument was finally removed, the wrist was confirmed to have been straightened, no resistance was felt upon removal through the cannula, no damage to the cannula was noted, and there was no damage to the instrument other than the metal shaft of the instrument being exposed. The patient has not returned to the hospital experiencing any post-surgical complications. Furthermore, the surgeon said there were no patient outcome issues. The instruments/instrument sheaths will not be returned to isi for evaluation. Photographic images of the event were also provided.